Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A device history records review was performed for part number 00-5150-475-00, lot 61792131. The device was manufactured and placed into inventory on june 1, 2011. There were no related non-conformances. Evaluation of the device observed the device was returned unopened and unused. First inspection observed that the unit did not function when engaging the switch. Inspection of the battery pack displayed corrosion on the batteries and the contact plates. An initial result of the voltage measurement of the battery pack was 4.9 volts. Continuity of the gun and switch was normal. Individual battery charges ranged. Various stages of corrosion were witnessed on the battery pack terminals and the battery ends. Several batteries displayed leakage. The device also failed to operate with all fresh batteries and the battery pack still displayed low voltage when tested due to the corrosion on the battery pack terminals and the battery ends. Several batteries displayed leakage. The device also failed to operate with all fresh batteries and the battery pack still displayed low voltage when tested due to the corrosion on the battery pack terminal. The customer's reported event was confirmed. The device did not operate upon receipt. The most likely cause for this event is the corrosion of the battery pack terminals due to the degradation and leaking of the batteries. The device was 30 months old at the time of the event. The condition of the original shipping package at receipt and the storage environment of the devices, at the user, for this amount of time are unknown. The cause for the battery degradation is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the pulsavac plus wound debridement system fan spray kit did not function when the switch was turned on. There was no patient harm or delay reported, and the procedure was completed with an alternate device.